Event description:
Complaint notes: agent observation: intermittent ventricular undersensing observed post shocks on fast vt episode. Lead trends look stable and no additional issues observed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).